Event description:
It was reported by the customer, the patient was admitted to the hospital for treatment. After successful puncture, normal saline was used to flush the catheter, and then heparin saline was used to seal the catheter. Suddenly, the PICC catheter was disconnected 1 cm from the connection port of the extension tube. Because the puncture had been successful, the break would cause cross-infection of viruses. It would have undeterminable impact on the patient's body, so the treatment was stopped immediately, and a new catheter package was replaced for a second puncture.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0994 showed six other similar product complaint(s) from this lot number.